Manufacturer narrative:
Multiple attempts to obtain pt info were unsuccessful. The reporter would not release any more info due to hippa. Results: visual and microscopic examination of the representative samples determined that there was no damage that would cause non-activation. The units were performance tested for retraction and all passed without any problems. Reinservicing of product usage completed. (B)(4).

Event description:
The nurse inserted the IV into the pt and when the button was pushed the needle did not retract resulting in a needle stick to the index finger on the left hand.